Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not observe insulin drips dripping out of the infusion set tubing during the load fill tubing sequence. The issue continued across multiple sets of supplies. Additionally, a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 280 units of insulin. Additionally, multiple occlusion alarms occurred. Supply changes were performed resolving the occlusion alarms. Customer's blood glucose level ranged from 250-280 mg/dl. The customer reverted to insulin pens for insulin therapy.